Manufacturer narrative:
(B)(4). Batch # p58a0p. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis found that one long60a device was returned with no apparent damage with an ecr60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please provide more details on how the device was defective? No, no further information was provided. Did the device lock-out (no staples deployed and no cut line started)? Unknown. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Unknown. Or, was the device locked on tissue with the jaws closed? Unknown. If so, did the jaws eventually open? Unknown. Were there issues noted with staple formation (staple line appearance)? Unknown. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Unknown.

Event description:
It was reported that the device was defective during a gastric bypass. No patient consequence.